Manufacturer narrative:
Device evaluation: upon return, visual inspection of the screw revealed the screw had visible evidence of discoloration. Utilizing external assessments and standard corrosion test methods (salt spray), our investigation has identified mechanically assisted crevice corrosion (macc) as the likely direct cause. The key element has been the mechanical micro-movement within the anti-rotation junction of the stryde devices due to the higher weight bearing potential as a result of a more mobile patient population. We have been able to replicate this in-vitro and have developed the mechanical parameters that drive the clinical variation in corrosion. In-vitro testing has shown a correlation between the load on the telescopic junction of the device and the degree of corrosion, with much less corrosion seen at lower loads. This helps explain why different levels of corrosion between patients as weight bearing protocols vary among surgeons. A root cause analysis was performed and found the risks associated with mechanically assisted crevice corrosion (macc) were not adequately identified and mitigated through the risk management/design control process. Device records review: review of the device history records indicated the screw was visually inspected and met all dimensional and quality inspections prior to release.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that upon explant the screw was noted to have corrosion. No patient adverse event was reported.